Manufacturer narrative:
It was reported after an initial bunion surgery on (B)(6) 2020, all hardware was requested to be removed due to what the patient believed was the source of pain at the surgical site. No devices were returned for evaluation. The device history records for the device was reviewed and no non-conformances or issues during the manufacture or release of the products were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available the most likely cause cannot be determined as the patient was involved in a serious motor vehicle accident on (B)(6) 2021 requiring right ankle orif (open reduction and internal fixation) which is the same side where the bunion surgery was performed her foot. Although the implanting surgeon did not believe the source of the pain was the hardware as prior to this the patient had no complaints of pain, he agreed and removed all hardware on (B)(6) 2021 with no reported deficiencies or malfunctions with any tmc device nor issues with its placement. It was confirmed there was also no loss of correction with the intended bones being completely fused/healed and the patient was reported to be doing well currently with no residual issues. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported after an initial bunion surgery on (B)(6) 2020, all hardware was requested to be removed due to what the patient believed was the source of pain at the surgical site. All hardware was removed on (B)(6) 2021 with no other patient outcomes reported as a result of this event.